Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that had changed out only a cassette and reused the same bags while troubleshooting. The patient was advised that he had compromised the setup when only changing one item. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated the events had not been reported and the patient was doing fine with therapy as far as she knew. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The label review found the labeling adequate for the use error in this complaint.